Event description:
Consultant reported: saw blade was loose in the attachment; used during cmf surgery. No patient or user injury reported, facility did not file a user report.

Manufacturer narrative:
The reported problem could not be confirmed or duplicated. The unit was tested and passed all operational specifications, and no problems were noted.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. Reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated; the unit was tested and passed all operational specifications, and no problems were noted.